Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. PMA/510(k)#: bd is the OEM manufacturer for this device and does not carry the 510(k)#.

Event description:
It was reported that multiple defects were found with a k2 edta (k2e) 3.6 mg plastic collection tube. (Including: broken wrap, broken tray, missing/defective label, dirty pack/tray/tube). There was no report of exposure, injury or medical intervention.